Manufacturer narrative:
(B)(4). Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had difficulties with the programmer, so they met with the manufacturer¿s representative. The patient stated they would like assistance walking through what buttons to press to turn the stimulation off. When assistance was provided, the patient stated that ¿this was too hard¿ and they could not find the ins. They were going to wait for their husband to help them. No symptoms were reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she has been going to the bathroom more and more for the past week and also had a bladder infection and that for three days they have been taking antibiotic and still the urine has not settled down. Patient also reported that they could not find their ins when trying to connect with their remote and pp battery compartment is "totally clean" during the call, patient programmer was showing low batteries screen and a blank screen after changing to new batteries. Patient then stated that the programmer going through batteries . Patient also reported that the current program is too strong for her vagina, and she has been dealing w/ this for the last two days. No further complications were noted or anticipated